Manufacturer narrative:
The pdm was returned without the battery. A known good battery was inserted into the pdm and the pdm was plugged in to charge. The pdm was able to charge to 100% in approximately 1 hour and was not felt to get hot while charging. The pdm turned on to the loading screen but was unable to get past the loading screen to the lock screen, indicating that the processor boot loader is in critical failure. The data was unable to be downloaded from the pdm, and the main menu was unable to be accessed for testing due to this boot loader failure. Due to the data being unable to be obtained, the battery life, charging pattern, and battery temperature at the time of the event could not be reviewed and no battery life testing was able to be performed due to the processor boot loader failure. Without the battery, it could not be determined if the battery was swollen. The exact cause of the reported event could not be determined.

Event description:
The patient reported their personal diabetes manager is overheating, and will not hold a charge. They removing the battery cover and found that the battery was swollen. After a reboot of the device, it was reported that the device was stuck on the loading screen and would not respond to presses. Patient confirmed using the charging cord provided with the device. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event.